Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The evaluation of the device is ongoing. A supplemental report will be submitted once the investigation of the device is completed.

Event description:
It was reported that during patient use, the ventilator visual alarm came on but with no audio alarm was heard. The breath delivery was not interrupted however, the patient was transferred to another ventilator with no harm.